Event description:
Upon normal extended self test (est) of the puritan bennett 7200 ventilator an error code was realized repeatively. Bio-med was summoned and made the repair of the vent which was a q-3 sensor and board. Again a different ventilator has the same problem. Bio-med was called again. They said water was getting into the machine. The only difference is that hosp has a new humidification system on the ventilators. They called puritan-bennett and the tech support person stated that the 7200 was not designed to accommodate a heated expiratory limb on there circuits. The expired air is heated and the first thing cold it encounters is the q-3 sensor, where the heated vapor rains out (dew point) and gets the inside of the machine wet. The circuit also involved as part of that system is the airlife circuit tm, cat# rt110, mfg by fisher & paykel and distributed by allegiance. No pts were affected or known to be affected. No error codes or malfunctions were noted during pt use. The machines were tagged and secured until a solution was developed with the assistance and suggestions from both pb technical support and fisher & paykel clinical specialist. No problems have been noted since a non-heated expiratory limb has been implimented.